Event description:
Dealer states the customer has gone to drive the chair and it doesn't stop when releasing the joystick. He states the chair drove into a wall and the wheels were spinning. The father was not in the chair but standing next to it. He states the footplate went into the sheetrock but the end user was not in the chair when this happened. No injuries.